Manufacturer narrative:
Lot # 03429be00, date of mfg 08apr2019/exp 20mar2020; lot # 06172be00, date of mfg 27jun2019/exp 04jun2020; lot # 08073be00, date of mfg 09sep2019/ exp 19aug2020; lot # 10353be00 date of mfg 11nov2019/exp 23oct2020. Correction/removal reporting number = 3002809144-03/16/20-002-r investigation into the issue confirmed a performance shift for the architect (B)(6) impacted reagent lots due to the erroneous concentration for (B)(6) virus that was utilized during manufacture, which has the potential to generate falsely elevated control and patient sample results. An internal study using (B)(6) negative patient samples was conducted and determined that results that fall in the range of 1.00 - 1.72 s/co have the potential to be falsely reactive. A product recall letter has been issued to all customers who have received the impacted lots 03429be00, 06172be00, 08073be00, and 10353be00. The product recall letter instructs the customer to immediately discontinue the use of, and destroy, any remaining inventory of the specific 4- architect (B)(6) reagent lots and instructs the customer to contact customer support for replacement material in the event if they were currently using or have inventory of one of the impacted lots.

Event description:
Abbott laboratories was notified of a supplier issue that an erroneous concentration for (B)(6) virus was utilized during manufacture, which lead to a decreased amount of antigen used for 4 impacted architect (B)(6) reagent lots. The issue has the potential to generate falsely elevated control and patient sample results. There has been no reported patient harm due to this issue.